Manufacturer narrative:
(B)(4). The customer is using one cooler heater unit and sharing between two operating rooms (o/r) rooms. Per the biomed: they have no knowledge of patient infection that may be associated with the cooler heater unit, they defrost the ice block after 48 hours and the water was not cloudy or discolored. The field service representative (fsr) could not verify the over temp alarm on the cooler heater unit. The unit did give an over temp alarm when it overshot during rewarm but returned to 42 degress celsius and stayed there with no alarms. This is normal operation. The fsr found the internal inline filter to be full of particulate. The fsr cleaned the inline filter, checked calibrations and operation (no issues found). The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an "over temp" alarm (temp > 42c alarm) was displayed on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.